Event description:
The reported contacted lifescan (lfs) customer service on august 5, 2009 alleging that the pt's onetouch ultra meter was reading erratically and the pt reportedly "passed out" and "blacked out" after the reported issue occurred. The medical surveillance specialist (mss) was unable to reach the lay user/patient and the reporter for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The reporter indicated that the erratic meter readings first occurred "2 weeks ago." Blood glucose results of "440, 428, and 423 mg/dl" were reported as the erratic meter readings: the results were obtained within 10 minutes but the specific dates/times of the tests were not reported. The pt manages his diabetes with oral diabetes medications. It is not known if the pt continued to take his usual dose of medications after the reported issue began. At an unspecified time after the pt first started to obtain erratic meter readings, the pt reportedly "passed out" and "blacked out;" however, it was noted that the pt did not receive any form of treatment. It would be helpful to know if the pt tested with the subject meter before the symptoms began and what the results were. Information about the events leading to the pt's symptoms is unk, such as his medications, health conditions, activity levels, and diet. It would also be helpful to confirm if the pt received any form of treatment of his symptoms. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used; however, the csr noted that the test strips were expired. Expired test strips can contribute to inaccurate meter readings. Based on the provided info at this time, this complaint is being reported because the pt reportedly "passed out" and "blacked out" after obtaining alleged erratic meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.